Event description:
Patient¿s legal counsel reported patient underwent left total knee arthroplasty on (B)(6) 2012. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2018 due to pain and dysfunction caused by failure of patellar component. Tm patella and tm monoblock only tmt parts.

Manufacturer narrative:
Investigation methods: review of the complaint information in etq, review of warsaw complaint (B)(4), review of the operative report from the revision surgery dated (B)(6) 2018, review of the patient labels from the index procedure dated (B)(6) 2012 to determine compatibility, review of the package insert pi-018 rev. G (tm patella) to determine compatibility and review of dra-rmf 055 rev. 5 entitled nexgen tm primary patella. Investigation results: the mating femoral component was identified as a nexgen legacy knee posterior stabilized lps-flex femoral component, precoat, size h, left which was found to be compatible with both the size 38 tm patellar and size 8 lps monoblock tibial components that were implanted. No x-rays or photographs of the explanted tm patella or tm lps monoblock were provided. From the operative notes: patient is a 61 year old male with severe pain and dysfunction in his left knee. He was diagnosed with fracturing of the cementless metal backed patellar component. Patient was revised by (B)(6). During the revision procedure the patellar component was found to be loose and was easily removed. The post was also easily removed. It was not very well fixed. The primary surgery was on (B)(6) 2012 and the revision surgery was on (B)(6) 2018, therefore the tm patella was implanted for approximately 5 years, 6 months prior to fracturing. The tm patella was revised to a cemented persona all-poly patella, 38mm x 9.5mm thick. The explanted tm patella was not returned for this investigation. There is no record of the tm monoblock of the femoral component being revised. The lps tm monoblock tibia was not revised. Therefore, based upon the information currently available, there is no indication that the lps tm monoblock tibia failed or is failing to perform as intended. It remains implanted. However, insufficient information including the lack of x-rays, photographs or the explanted patellar device itself hinders any further engineering investigation regarding the tm patella; therefore, the underlying cause of the reported tm patella hex post fracture remains unknown. This investigation by product development is considered closed at this time. Should additional information become available, this investigation may be re-opened. Device not returned.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Trabecular metal monoblock tibial component size 8. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient¿s legal counsel reported patient underwent left total knee arthroplasty on (B)(6) 2012. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2018 due to pain and dysfunction caused by failure of patellar component. Tm patella and tm monoblock only tmt parts.